Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air detected set alarm was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by a defective air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's event history by baxter canada, a colleague infusion pump was found to have experienced an air detected alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4).upon further review it was discovered this is a duplicate complaint. All pertinent information is contained in (B)(4), report number 6000001-2011-21653.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.